Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01367.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician successfully placed three ruby coils using a lantern delivery microcatheter (lantern). While attempting to advance two additional ruby coils into the microcatheter, the physician experienced resistance within their introducer sheaths and was unable to advance the coil, therefore, the ruby coils and lantern were removed. The procedure was completed using a new lantern and eight new ruby coils. It should be noted that there was no noted damage or issue with the initial lantern. The physician just wanted to start fresh with a new lantern. Additionally, there was no report of an adverse effect to the patient.